Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle pulled off from the suture. No adverse patient consequences were reported. No additional information was provided.